Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had louder sound when priming. The customer¿s blood glucose level was 220 mg/dl. The customer reported that the insulin pump had a crack around the battery compartment, diminished battery life, and a louder sound when priming. The insulin pump had no delivery alarm. Customer reported that event was resolved by changing complete set. The troubleshooting was performed for the no delivery alarm and damage. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will need to be replaced. The insulin pump will not be returned for analysis.